Manufacturer narrative:
Block a2: the patients exact age was not reported, however the patient was reported to be over the age of 18. Block e1: the health care facility address 1 is (B)(6) block h6: device problem code 3009 captures the reportable event of stent positioning issue. Device problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: investigation results a wallstent biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found that the outer blue sheath was kinked approximately at 43 cm from the tip of the delivery system. No other issues were noted. Taking all available information into consideration, the investigation concluded that the reported events and the observed failure are most likely due to factors encountered during the procedure such as how the device was handled and/ or manipulated, the interaction with the scope, the patient anatomy and the use of an excessive force during withdrawal attempts of the delivery system, which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of the release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallstent biliary rx uncovered stent was to be used to treat a 1.5 cm malignant stricture in the lower common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent was able to be deployed; however, during catheter removal, the delivery system got stucked on the stent. The physician exerted force to remove the delivery system and the stent was displaced. The stent was removed with a snare and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patients exact age was not reported, however the patient was reported to be over the age of 18. The health care facility address 1 is (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 20, 2020 that a wallstent biliary rx uncovered stent was to be used to treat a 1.5 cm malignant stricture in the lower common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was able to be deployed; however, during catheter removal, the delivery system got stucked on the stent. The physician exerted force to remove the delivery system and the stent was displaced. The stent was removed with a snare and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.